Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event was that that the patient had a fall after surgery and the implant backed out of the patient's shoulder. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a fall after surgery and the implant backed out of the patient's shoulder. A revision has been scheduled but the date has not yet been confirmed. Please see attached x-rays. No further details, additional information has been requested. Follow-up investigation: implants that were removed were ar-9504m-04, lot: 170036414 (line 225343) and ar-9503m-03, lot: 170041310 (line: 227698) date of original surgery was (B)(6) 2018. Date of revision was (B)(6) 2018. The surgeon wanted to keep implants. The patient fell 6 weeks post-op.